Manufacturer narrative:
The device was received by bench for evaluation. The noted failure was unable to be duplicated. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device does not pass the discharge test there was no reported patient involvement.